Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil was unable to be detached with the instant detacher and the manual detachment method. The device was prepared as indicated in the IFU without issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that detachment attempts were made with the instant detacher, and one attempt was made using the manual method. There were no issues prior to the non-detachment, and no damage was noted to the pushwire.

Manufacturer narrative:
Product analysis #704946369: as found condition (condition of returned device): a concerto implant coil was returned within a shipping box; within a sealed biohazard pouch and within an opened concerto implant coil outer carton. The concerto implant coil was returned without the introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was returned in 3 segments. Total length of segment 1 was measured to be ~4.5cm. The actuator interface was found to be loose and not attached to the coupler tube. There appeared to be evidence of mechanical detachment using an instant detacher at this location. The concerto pushwire was found to be kinked at load indicator at ~3.7cm from proximal end and broken at load indicator. Total length of segment 2 was measured to be ~4.5cm. The pushwire was found to be broken at break indicator. This is indicative that a manual detachment was attempted at these locations. The pushwire of the 3rd segment was found to be kinked at ~41.4cm and ~87.4cm from broken proximal end. The coin was found still against the lumen stop. The shield coil was found stretched and broken. The implant coil was found to be already detached and not returned. No other anom alies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed. The lumen stop was found to be visually in good condition. The retainer ring appeared to be in good condition. The coin was measured to be 0.082mm at 0.063mm which is within specification, 0.098mm at 0.127mm, and 0.099mm at 0.275mm which were within specification. Conclusion: based on the analysis performed, the concerto coil was unable to be confirmed to have non-detachment as the pushwire was returned with the implant coil already detached. It is likely the cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. Possible causes for pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.